Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age unknown), using the device with a set of cardiotronic brand electrodes, but the screen displayed a "defib pad short" message. The clinician then removed the electrodes from the patient and successfully converted the patient using the device paddles. The complainant indicated that there was no adverse effect on the patient as a result of the reported problem. The complainant indicated that the device would not be returning to zoll for evaluation, as the facility's biomedical engineering department was unable to duplicate the reported event. The device has been returned to service. There have been no additional problems reported with this device.